Event description:
Per the clinic, the patient experienced necrosis, inflammation and infection at implant site. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported). The implanted device remains.